Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device had drawer failure due to a faulty retractor band. A field service engineer confirmed that this malfunction occured when medications were issue to a patient and there was no delay in patient care. A field service engineer replaced retractor band and reseated all cables and wires to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, it had drawer failure.there were no adverse events or injuries reported based on this event.